Event description:
Inbound; pt reports cadd ms3 pump serial number (B)(4) alarms empty when there is still 0.5 ml left in syringe, syringe lot# 10210408, replacement pump sent and box for return. No further details provided.